Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number 1627487-2020-04063. It was reported that the patient was unable to set their ipg to MRI mode. It was found that the patient had a fall a few months prior, after which impedances were found to be high. In turn, surgical intervention was undertaken on an unknown date wherein the system was explanted. Further information is currently unavailable.

Manufacturer narrative:
The reported observation of ¿high impedance, unable to set ipg to MRI mode¿ was not confirmed as related to the returned ipg model 3660. The ipg was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. The implantable pulse generator (ipg) exhibited normal device characteristics during analysis. The ate test also verifies the ipg impedances across all electrodes at 500 and 1000 ohm, as well as all stimulation outputs on all electrodes.